Event description:
The device was noted to be missing the ramp assembly during equipment testing conducted by a service technician at the manufacturer facility. There was no patient involvement reported with this event.